Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a post-operative follow-up, a suitable rv threshold was unable to be obtained. The lead was repositioned into a shallower position. Analysis of the system the following day revealed good rv threshold and excellent sensing measurements. The patient was stable before, during and after the procedure.